Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform stapler had inappropriate movements. The procedure was completed as planned with no patient injury and a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting inappropriate movement, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the stapler sureform 45 instrument moved with unintuitive motion, e.g. The instrument moved in an inappropriate way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint of ¿inappropriate instrument movements during the procedure¿. The instrument was placed on the test xi system arm and recognized and engaged the instrument on 3 consecutive attempts. No error messages occurred. The instrument was driven on an in-house system, and the instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly. No errors occurred during in-house testing. An additional observation not related to the reported complaint was observed. The main tube was manually rotated. There appeared to be higher than normal friction of the roll motion when actuated.